Event description:
A report was received that a patient was experiencing a loss of stimulation. The patient underwent a revision where the physician explanted a lead and re-implanted new ones. It is unknown if malfunction was suspected on the lead.

Manufacturer narrative:
Date of initial report: (B)(6) 2014 additional information was received that the physician does not suspect device malfunction.

Event description:
A report was received that a patient was experiencing a loss of stimulation. The patient underwent a revision where the physician explanted a lead and re-implanted new ones. It is unknown if malfunction was suspected on the lead.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.